Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received a no delivery alarm. The customer's blood glucose level was 24.0 mmol/l at the time of the incident. It was reported that the customer's mother was reporting a past event. It was reported that the customer's mother resolved the issue by changing the infusion set and reservoir. The customer did not have the product to return. Troubleshooting for no delivery alarm was declined because customers' mother believed it was a site issue. The product will not be returned for analysis.